Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation it was not possible to flush the catheter via the port. During an ablation procedure, an intellamap orion catheter was selected for use. While preparing the device, flushing via the port was not possible. The device was replaced, and the procedure was completed successfully without patient complications were reported. The device will not be returned as it was disposed. As the device was discarded, the batch/lot number is unable to be obtained.